Event description:
Reporter noted difficulty positioning lens; removed lens, and posterior capsule tear noted. Vitrectomy required, but probe wouldn't work. Changed probes twice with no improvement. Case was not completed. Stated there was no injury, but pt will have to return for iol implant.